Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the device caused an electrical interference noise on the electrocardiogram (EKG) monitor. No other details regarding the nature of this event were provided. Per clinical review: according to the biomedical technician, the heart-lung machine (hlm) was causing electrical interference with a patient's EKG while they were on bypass. The information gathered regarding what may be causing the interference was first a roller pump, then possibly the electronic patient gas system (epgs), and then the centrifugal pump. Of these, the only plausible cause for interference is tubing within a roller pump. Roller pumps may/can create an electrostatic charge build up on tubing. We have no additional information on the surgery related questions. All information is unknown at the time of this review. A clinician would not stop forward flow due to EKG interference.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple attempts were unsuccessful to obtain more information and part return for testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple attempts were unsuccessful to obtain more information and part return for testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.